Event description:
It was reported that during PICC insertion near the end of the procedure, when putting on sterile dressing, the pt had an acute onset of back and chest pain. Face became flushed, audible wheezing, but resolved quickly.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rewc0277 showed no other similar product complaint(s) from this lot number.